Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this ra lead was capped due to oversensing. No pacing inhibition was noted, but the insulation appeared broken.